Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose. The customer¿s blood glucose level was unknown. Customer stated that they had low reservoir and was asleep. They did not hear the alerts and got an alert for empty reservoir and he heard a beep. It was also reported that they had insulin flow block and low battery. The customer declined the troubleshoot of the high blood glucose. The insulin pump will not be returned for analysis.